Event description:
It was reported by the customer that upon insertion into the left radial artery, the catheter split off of the insertion needle. The catheter then appeared to have cracked into two separate pieces. The physician used a hemostat to remove the broken catheter. As a result, the physician placed a femoral catheter. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.